Event description:
Customers contacted haemonetics on (B)(6) 2009 reporting the load sensor was inoperative on their orthopat machine. The issue was not noted during use. No injury or reaction was reported.

Manufacturer narrative:
Customers contacted haemonetics on (B)(6) 2009 reporting the load sensor was inoperative on their orthopat machine. The issue was not noted during use. No injury or reaction was reported. Evaluation of the machine confirmed the reported issue. There was a saline and blood spill which caused the damage. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).